Manufacturer narrative:
Investigation into the reported event is pending.

Event description:
It was reported that five hours into perfusion, the oxygenator demonstrated leaking. The site was instructed to either switch sets or conduct a cold flush. The site ultimately decided to stop the perfusion and decline the liver due to the possibility of perfusate contamination and difficulty maintaining a stable ph throughout the perfusion.